Event description:
It was reported that the right atrial (ra) lead exhibited a failed position check. The ra lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated the atrial lead position check failed. Concomitant medical products: imd49b58 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.